Manufacturer narrative:
Additional information: b1, b5, g3, h1, h6 (fdp, ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance. Almost a month after implantation, during dialysis in the afternoon, an about 3 cm (centimeter) long crack was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze. It was also stated that there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. Flushing was performed with a normal result. There was no other product utilized with the device. Iodophor was used to clean the device and adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Manual tightening was utilized to tighten the adapters. The doctor took an intravenous luer connector from a kit of the same lot number and ID (identifier), replaced the damaged connector of the catheter, and the catheter was repaired on the same day and only took a few minutes in a timely manner. They proceeded and completed the treatment, and the issue was resolved. The patient did not have infection. There was a blood loss of 2¿3 milliliters, and blood transfusion was not required. After replacing the venous end connector, the patient was receiving normal hemodialysis treatment and was in a stable condition. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the returned photo noted a crack in the venous end of the connector. It was reported that the luer adapter cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance. Almost a month after implantation, during dialysis in the afternoon, about 3 cm (centimeter) long crack was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze. It was also stated that there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. Flushing was performed with a normal result. There was no other product utilized with the device. Iodophor was used to clean the device and adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Manual tightening was utilized to tighten the adapters, and the device was repaired on the same day. The doctor took an intravenous luer connector from a kit of the same lot number and ID (identifier) to repair the catheter. The doctor said that considering that the repair only took a few minutes, if the catheter would be replaced, a new operation would be required. They replaced the arteriovenous puncture needle connector in a timely manner using the repair kit (the damaged connector was the only part of the catheter that was replaced) to proceed and complete the treatment and to resolve the issue. The product was currently in the hospital. There was a blood loss of 2¿3 milliliters, and blood transfusion was not required. There was a risk of infection but the event did not result to infection. The patient was receiving normal hemodialysis treatment and was in a stable condition. Medical intervention/treatment was required to the patient due to the event. There was no reported patient injury.

Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance. Almost a month after implantation, during dialysis in the afternoon, about 3 cm (centimeter) long crack was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze. It was also stated that there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. Flushing was performed with a normal result. There was no other product utilized with the device. Iodophor was used to clean the device and adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Manual tightening was utilized to tighten the adapters, and the device was repaired on the same day. The doctor took an intravenous luer connector from a kit of the same lot number and ID (identifier) to repair the catheter. The doctor said that considering that the repair only took a few minutes, if the catheter would be replaced, a new operation would be required. They replaced the arteriovenous puncture needle connector in a timely manner using the repair kit (the damaged connector was the only part of the catheter that was replaced) to proceed and complete the treatment and to resolve the issue. The product was currently in the hospital. There was a blood loss of 2¿3 milliliters, and blood transfusion was not required. There was a risk of infection but the event did not result to infection. The patient was receiving normal hemodialysis treatment and was in a stable condition. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance. Almost a month after implantation, during dialysis in the afternoon, about three cm (centimeter) long crack was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze. It was also stated that there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. Flushing was performed with a normal result. There was no other product utilized with the device. Iodophor was used to clean the device and adapters. Manual tightening was utilized to tighten the adapters, and the device was repaired on the same day. The doctor took an intrav enous luer connector from a kit of the same lot number and ID (identifier) to repair the catheter. The doctor said that considering that the repair only took a few minutes, if the catheter would be replaced, a new operation would be required. They replaced the ar teriovenous puncture needle connector in a timely manner using the repair kit (the damaged connector was the only part of the catheter that was replaced) to proceed and complete the treatment and to resolve the issue. There was a blood loss of 2¿3 milliliters, and blood transfusion was not required. There was a risk of infection but the event did not result to infection. The patient was receiving normal hemodialysis treatment and was in a stable condition. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance. Almost a month after implantation, during dialysis in the afternoon, a about 3 cm (centimeter) long crack was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze. It was also stated that there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. Flushing was performed with a normal result. There was no other product utilized with the device. Iodophor was used to clean the device and adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Manual tightening was utilized to tighten the adapters, and the device was repaired on the same day. The doctor took an intravenous luer connector from a kit of the same lot number and ID (identifier) to repair the catheter. The doctor said that considering that the repair only took a few minutes, if the catheter would be replaced, a new operation would be required. They replaced the arteriovenous puncture needle connector in a timely manner using the repair kit (the damaged connector was the only part of the catheter that was replaced) to proceed and complete the treatment and to resolve the issue. The product was currently in the hospital. There was a blood loss of 2¿3 milliliters, and blood transfusion was not required. The patient was receiving normal hemodialysis treatment and was in a stable condition. After checking with the doctor, they carried out tube replacement intervention treatment and also took bandaging trachoma and fixation as remedial measures to solve the problem.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 (ime) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, long-term catheter placement in the right internal jugular vein was performed on (B)(6) 2024, which was then used for chronic renal failure regular maintenance hemodialysis. During dialysis on the afternoon of april 16, a crack about 3 cm (centimeter) long was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze.it was also stated that there was a squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. They replaced the arteriovenous puncture needle connector in a timely manner. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance. Almost a month after implantation, during dialysis in the afternoon, about three cm (centimeter) long crack was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze. It was also stated that there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. Flushing was performed with a normal result. There was no other product utilized with the device. Iodophor was used to clean the device and adapters. Manual tightening was utilized to tighten the adapters, and the device was repaired on the same day. They replaced the arterio venous puncture needle connector in a timely manner using a repair kit (the damaged connector was the only part of the catheter that was replaced) to proceed and complete the treatment and to resolve the issue. There was a blood loss of 2¿3 milliliters, and blood transfusion was not required. The extension tube was replaced as the intervention or treatment required due to the event. There was a risk of infection but the event did not result to infection. The patient was receiving normal hemodialysis treatment and was in a stable condition. There was no reported patient injury.

Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance. Almost a month after implantation, during dialysis in the afternoon, about 3 cm (centimeter) long crack was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze. It was alsostated that there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. Flushing was performed with a normal result. There was no other product utilized with the device. Iodophor was used to clean the device and adapters. Manual tightening was utilized to tighten the adapters, and the device was repaired on the same day. They replaced the arteriovenous puncture needle connector in a timely manner (the damaged connector was the only part of the catheter that was replaced) to proce ed and complete the treatment and to resolve the issue. There was a blood loss of 2¿3 milliliters, and blood transfusion was not required. The extension tube was replaced as the intervention or treatment required due to the event. There was a risk of infection. Th ere was no reported patient injury.

Manufacturer narrative:
Additional information: a4, b5, g3, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance. Almost a month after implantation, during dialysis in the afternoon, about 3 cm (centimeter) long crack was visible on the venous/blue end connector of the catheter, and a small amount of blood continued to ooze. It was alsostated that there was squeezing with excessive force when connecting the blood circuit to the long-term catheter connector. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. Flushing was performed with a normal result. There was no other product utilized with the device. Iodophor was used to clean the device and adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Manual tightening was utilized to tighten the adapters, and the device was repaired on the same day. The doctor took an intravenous luer connector from a kit of the same lot number and ID (identifier) to repair the catheter. The doctor said that considering that the repair only took a few minutes, if the catheter would be replaced, a new operation would be required. They replaced the arteriovenous puncture needle connector in a timely manner using the repair kit (the damaged connector was the only part of the catheter that was replaced) to proceed and complete the treatment and to resolve the issue. There was a blood loss of 2¿3 milliliters, and blood transfusion was not required. There was a risk of infection but the event did not result to infection. The patient was receiving normal hemodialysis treatment and was in a stable condition. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.